Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015; m7700e29 heart valve, implanted: (B)(6) 2006; m7700e31 heart valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's epicardial lead had high thresholds, oversensing, noise and possible fracture. As well, there was a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic), high rate non-sustained episodes and high pacing impedance. It was noted that this lead was implanted in the patient's left ventricle, but plugged into the device rv high voltage port. The lead was capped and replaced. As well, the patient's right atrial (ra) lead had high/undefined superior vena cava (svc) impedance. The svc coil was initially turned off and later explanted. No patient complications have been reported as a result of this event.